Event description:
It was reported that the patient underwent generator replacement surgery. It was reported that device diagnostics were within normal limits. The new generator was programmed back to the previous settings. The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Clinic notes from the surgeon dated (B)(6) 2013 note that the patient has recently had multiple seizures of increasing frequency. It was noted that the patient is experiencing increased stress from working through the holiday rush season at (B)(6), but that this is out of her baseline. It was noted that the physician is concerned that her battery is at end of service and cannot be adjusted further. The surgeon's notes indicate that the vns was interrogated and was within normal limits and is not at eri or eos and does not appear to be any frank disconnect. It was reported that the surgeon feels that the patient's seizures are well controlled and does not attribute the increased seizures to the vns. The surgeon plans of talking with referring physician prior to scheduling any surgery.

Event description:
Analysis of the generator was completed on (B)(4) 2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
The increase in seizures was reported to be due to stress. The increase in seizures is unrelated to vns.